Event description:
It was reported that during pre-surgery it was observed that the chuck with key/drill speed for trs device stopped working along with sagittal saw attachment device x2, ao reaming attachment device, hudson drilling attachment device, chuck/keyless/drill device and ao screw attachment device. During service and evaluation, it was determined that the device was frozen/would not move, was difficult to assemble/disassemble, had illegible labeling etch and component damage. It was further determined that the device failed pretest for general condition, marking & labeling, check drill chuck with key, check the maximum range of tool coupling, check the minimum range of tool coupling, check the cannulation of attachment, check for mechanical free movement and check general function in running mode. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: d4, h4, UDI: the serial number was unknown; therefore, the device manufacture date is unknown, and the UDI is incomplete. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear.